Manufacturer narrative:
Alleged failure: *unit was repaied recently on RMA 3800162 and when unit was put back into rotation it sparkedf and blew out some fuses and need to be sent back in, (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The root cause is the rf board. The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a thermal event and sparking.

Event description:
It was reported that there was a thermal event and sparking.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.